Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 13, 2016 lay user/ patients reporter contacted lifescan (lfs) and alleged their one touch lancing device had damage to the lancet holder. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the issue occurred on (B)(6) 2016. The reporter stated the patient manages their diabetes with other diabetes medications (metformin). It is unknown if the patient made any changes to their usual diabetes management regimen in response to the alleged product. The reporter claims the patient developed symptoms of ¿dizzy and shaky¿ after the product issue as a result of the damaged lancet holder. The patent alleged hcp-treatment with IV glucose during a doctors office visit on (B)(6) 2016. The reported alleged the doctors office blood glucose meter read "600mg/dl". At the time of trouble shooting, the cca confirmed the lancing device had been in use for 1 year and also confirmed there was no misuse of the product. Replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.